Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified left circumflex (lcx) obtuse marginal. During predilation, the balloon ruptured at 14 atmospheres (atms). The procedure was completed successfully with another of the same device with no harm to the patient. No patient injuries or complications were reported. Patient condition listed as "good".